Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed a preventative maintenance and a total service call of system components. During the acid dispense test, an abnormal sound and intermittent dispense were identified. The cse performed a replacement of the rotating piston pumps for the acid and the reagent probe syringe. The daily cleaning was performed on the instrument and then ran quality controls (qc) successfully. All results were within range and the instrument was determined to be operational. A headquarter support center (hsc) specialist has investigated the issue and informs that the acid dispense, as well as the reagent probe syringe, are key components for proper system function and the excessive dispense could have potentially caused the discordant result. Another potential cause can be the quality of the sample or sample handling. The centaur cp instrument is operational and the cause of the falsely elevated cardiac troponin I (tni-ultra) patient result is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument. The initial result was not reported to the physician(s). The customer performed repeat testing on the same instrument and the result was lower. Repeat testing also performed on an alternate advia centaur cp and the result was lower. Repeated results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.